Event description:
Customer reported receiving sensor glucose and blood glucose readings that were 100 points off from one another. Customer also reported receiving a change sensor alert and two calibration errors. Blood gluose level was 193 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.